Event description:
A us distributor reported that an electrode belt was unable to communicate with the monitor.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (does not communicate with monitor) has been confirmed. Upon investigation, belt was unable to complete essential performance testing. The root cause for the failure was solder splashes on r7004, r7003, and r7001. The root cause for the solder splashes was unable to be identified. There was no adverse event that resulted from the damaged belt.